Manufacturer narrative:
Initial and final MDR 1922513- MDR 3003442380-2024- 16657- device 2 of 3.

Event description:
Unomedical reference number 1922513. Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on 09-jun-2024. The patient noticed symptoms within three hours of insertion for 2 event and more than 3 hours for 1 event. Insertion site was abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was noticed 250-300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.